Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years post implant of this 18mm pulmonary valved conduit, a transcatheter pulmonary valve replacement was attempted but unsuccessful due to inadequate landing zone within the conduit. Subsequently, two months later the conduit was explanted and replaced with a 22mm conduit of the same model. The reason for replacement was reported as stenosis and insufficiency (regurgitant fraction 37%) with a severely dilatated right ventricle.